Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on and replacement required for drawer board. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on and drawer board need to be replaced. A field service engineer narrowed down the issue to full height drawer 4. After disconnecting the retractor band, the fault was isolated to the controller board. Replaced the controller board, and the station powered on successfully. The customer then logged in and tested the drawer, and the hardware performed as expected. The system functioned as intended after the field service engineer repaired the device.